Manufacturer narrative:
The particle and device were not kept and will not be returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A facility in france reported that a yellow piece of irrigation sleeve was in the patient''s eye during the sculpture phase of surgery. The surgeon removed the piece of sleeve from the eye without issue and there were no clinical consequences to the patient. There was no increase of the surgery duration and no additional anesthesia was required.